Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button, with the screen failing to turn on despite multiple presses until the device was placed on a charger, consistent with a hardware issue involving an unresponsive key or button and implicating the switch/relay component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem and aligned with a device problem of a nonworking button traceable to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.